Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy-assisted distal gastrectomy (ladg) procedure, on the second firing, upon resecting the gastric corpus, the reload was connected and resection was performed. The blade advanced without problems, but when the blade returned, the device stopped moving. When the adapter was removed from the shell once and power cycle approach was performed, the blade returned and the tissue was able to be released. When the cartridge was removed and the adapter was also removed, a screen indicating power handle failure continued to appear on the display of the power handle. Therefore, new power handle, shell and adapter were opened, and the procedure was completed. There was no patient injury.